Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) reported for follow up after receiving a shock. Upon interrogation the device was found to be in safety mode. Guidant received subsequent information that at device replacement, during the attempted implant of this left ventricular pacing lead, the lead stuck to the guidewire and was no able to be implanted.